Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg and the patient was doing well postoperatively. The explanted device will not be returned. No device malfunction was suspected.